Manufacturer narrative:
The insulin pump passed prime/delivery test, excessive no delivery test and self test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. The insulin pump was received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. No moisture damage on electronics and motor assembly noted.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture. The customer¿s blood glucose level was 394mg/dl at the time of the incident. The customer states experiencing high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.